Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming for no disposable, clamp tubing. The patient was instructed to stop and restart the pump, but afterwards the pump continued to alarm. The patient was then instructed to clamp the tubing, unlock the cassette and check for air in the line. Afterwards the patient reattached the cassette, unclamped the tubing and restarted the pump at which time the pump began running correctly. No patient injury was reported.